Event description:
It was reported that balloon withdrawal resistance occurred. The lesion was located in the 90% stenosed, severely calcified, moderately stenosed mid diagonal (diag). The vessel diameter was 2.25-2.5mm. The lesion was predilated using a 2.0x8mm emerge balloon catheter. A 2.25x12mm promus premier drug eluting stent was deployed in the mid diag at 16atm for 26 seconds. However, following deployment of the stent the balloon was "sticking" . The first attempt to remove the balloon sucked the guide further into the vessel. The balloon was "reprepped" and short brisk tugging removed the balloon. The stent was fully deployed and well apposed. The procedure was completed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).